Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator was being used on a patient that had been admitted due to cough, expectoration, and dyspnea. After the patient was placed on the v60 unit post ICU treatment, the user attempted to place the unit in standby mode in order to put more water in the humidification tank but noted that the touchscreen did not respond, and the unit could not shut down. The customer's maintenance engineer found the touchscreen was damaged. The patient was removed from the ventilator and placed on an alternate ventilator. Reportedly, there was delay to treatment due to the event. The patient's vital signs began to be monitored again after the patient was placed on the alternate ventilator and it was noted that they were normal. There was no patient harm or injury associated with the reported event. Further information regarding the reported event has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. If additional information is later obtained, the complaint will be reopened.